Event description:
It was reported that during a recent hospitalization over the (B)(6), the patient presented to the emergency room complaining of severe tingling and other dysesthesias including burning and cramping. The patient also experienced a "frozen" feeling in her feet that progressed up through her legs and into her waist, which she described as "seizures." The patient then experienced total body shocks which were felt even with the implantable neurostimulator turned off. This was felt in patterns that would not correspond to the coverage that she has with the location of the leads. Fluoroscopy showed some areas of possible "higher" lead impedances. The leads themselves appeared completely intact in the posterior epidural space. There was some lateral deviation, but not in a position that would have caused any unusual symptoms. The patient wanted the neurostimulation system explanted to rule the system out as a possible cause of her symptoms. The system was explanted. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Extension model 3708240, serial # (B)(4), implanted: (B)(6) 6/7/2006, explanted: (B)(6) 2012; lead model 389056, lot # j0340316v, implanted: (B)(6) 2005, explanted: (B)(6) 2012; lead model 389056, lot # j0454318v, implanted: (B)(6) 2005, explanted: (B)(6) 2012; recharger model 37752, serial # (B)(4); programmer model 37742, serial # (B)(4). Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4). Analysis of the implantable neurostimulator (ins) (B)(4) found no significant anomaly. The ins was functionally okay with insignificant anomalies. Analysis of the lead model 389056 lot# j0340316v found no significant anomaly. The lead body had been cut through, the product was segmented. Analysis of the extension model 3708240 (B)(4) found the distal end connector was twisted in molded rubber. The #7 set screw block was twisted. Analysis of the lead model 389056 lot# j0454318v found the proximal end conductor broken (overstress/damage). The #3 connector sleeve was broken off due to twisted extension set screw block.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.